Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated with investigation. The issue was observed in the meter¿s download data. The meter powered on and paired with a test device without issue or alarm.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an error 1 alarm issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.